Manufacturer narrative:
Product ID: 3877, lot# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 3877, lot# unknown, product type: lead; product ID: 3877, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s lead had moved and was no longer providing relief. The lead was reinserted into the battery a number of times including using both ports and every time the 0 contact was out of range. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3877, lot# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3877, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3877, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacture representative (rep) reported that two leads were revised. When impedance check was done, the 0 electrode showed greater than 10,000 (this being on the 60 cm lead). The lead was removed from the implantable pulse generator (ipg) and placed back into the ipg but the 0 contacted still showed greater than 10,000. The 11 and 15 contacts were also greater than 10,000 despite the lead not being removed from the ipg. Factors that may have led or contributed to the issue remain unknown. Troubleshooting included impedance checks that were done at higher voltages. Actions taken reported that both leads were replaced and the issue was resolved. No further complications were reported/anticipated.